Event description:
Patient presented to the physician with headaches, right side ear pain, and right-side tongue pain since the implant surgery. Physician brought the patient into the operating room and removed the entire inspire system.